Manufacturer narrative:
Bayer service visited the customer site and performed a routine preventative maintenance. There was no evidence of product malfunction. This event likely occurred due to an accidental misstep over the cable.

Event description:
The following statement was received from a bayer service representative: a technologist tripped over the stellant injector system head extension cable and sprained his ankle. The technologist was sent to be evaluated by a physician in the employee health department. The physician prescribed an ace bandage and rest. The technologist was released back to work three days later.